Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for explant and replacement of the right ventricular (rv) lead was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant rising thresholds were noted on the right ventricular-his bundle (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted as a result of a dislodgement.